Manufacturer narrative:
The device was returned to the MFR and no fluid was found. The amount of mobil 28 in the handpiece appeared normal. The battery plate appeared corroded and was replaced, and the device was returned to the customer.

Event description:
It was reported that during a total knee procedure, the device was leaking an oil-like fluid from the sag head. There were no adverse consequences related to this event.